Event description:
It was reported that the right ventricular (rv) lead had dislodged. Due to the patients condition of "actively passing away" the physician elected to turn off the lead. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.